Event description:
A customer reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Despite multiple troubleshooting attempts occlusions continued and a replacement pump was sent to the customer to resolve the issue.